Manufacturer narrative:
A dreamstation st25 device was returned to the third-party service center with no initial complaint. During servicing of the device, it was found that the power connector of the unit is corroded, and the device can't be power on and also other contamination inside the device is dust/dirt. This report is being submitted for the corrosion found during service. There was no report of patient harm or injury. The device has been scrapped as per customer request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Event description:
A dreamstation st25 device was returned to the third-party service center with no initial complaint. During servicing of the device, it was found that the power connector of the unit is corroded, and the device can't be power on and also other contamination inside the device is dust/dirt. This report is being submitted for the corrosion found during service. There was no report of patient harm or injury. The device has been scrapped as per customer request.